Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -9.0/1.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Pt info: unk. Claim# (B)(4).